Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient required cardiopulmonary resuscitation and eventually passed away. There is no known allegation from a health professional that suggests the death was related to the device. The cause of death was not reported at this time. Related manufacturer reference number: 2017865-2019-18630, 2017865-2019-18632, 2017865-2019-18633.